Event description:
Nellcor puritan bennett contacted a user facility regarding a skin integrity issue with the oximax max-fast forehead 02 sensor. An elderly patient in the user facility's cardiac ICU experienced a 'skin breakdown' at the sensor site. The max-fast and headband have been placed on the same site for three (3) days, without any site changes. There was no medical treatment given to the patient for the skin breakdown. The patient had since expired, and the nurse stated, that this was 'not due to the skin breakdown. This was due to the patient's cardiac status'.

Manufacturer narrative:
Sensor was requested back, but was scrapped along with the headband, and now is unavailable for evaluation. The manufactuer's dfu (directions for use) recommended that the site be changed every 12 hours, more often for patients with poor perfusion. The max-fast dfu was sent by nellcor puritan bennett and has been received by the medical center.